Event description:
It was reported that the patient experienced an adhesive issue event on (B)(6) 2026 where the infusion set tape did not adhere to the skin because there was no glue in the adhesive.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.